Event description:
On (B)(6) 2015, patient was found to have venous needle dislodged during treatment with approx 300-400ml blood loss. Machine did not alarm prior to discovery. Patient was unresponsive and CPR was initiated, 911 called. Defibrillator applied with no shock advised. Patient given 1000ml normal saline. Patient noted to be responsive and open eyes upon departure from the facility to the emergency room. Patient expired at hosp on (B)(6) 2015.